Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: five media files were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The valve was deployed in the cusp overlap view. Just prior to the point of no recapture, the valve depth appeared to be approximately 1mm below the non-coronary cusp. It was reported that the depth at the left coronary cusp (lcc) was 4 millimeter (mm), but images were not provided to confirm. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth =1mm or >5mm. Per medtronic best practices = 1 mm depth may contribute to an increased risk of prosthetic valve dislodgment during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. In this case, a recapture was warranted. However, the valve was released and appeared to be approximately 0mm at the non-coronary cusp (ncc). It was reported that a post balloon aortic valvuloplasty was performed which caused the valve to dislodge into the ascending aorta. Images of the balloon dilation we re not provided. Subsequently, the dislodged valve was snared, and a non-medtronic valve was implanted. Of note, prosthetic valve migration/embolization is listed as a potential adverse event in the evolut fx instructions for use (IFU). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-dilatation was performed with 20 mm non-medtronic (altas gold) balloon. When the valve was fully deployed (0-1 mm on non-coronary cusp, 4 mm on left coronary cusp), moderate paravalvular leak was present. Subsequently, the implanting physician performed a post-dilatation with a 23 mm non-medtronic (true) balloon while pacing on a non-medtronic (safari) wire at 200 beats per minute. The valve dislodged into the ascending aorta during the post-dilatation. The valve was snared and pulled up further into the ascending aorta, and then a 23 mm non-medtronic (sapien) transcatheter valve was successfully implanted. It was noted that the implanting physician felt there was enough calcium present to permit a shallow implant and subsequent post-dilatation. No additional adverse patient effects were reported. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was 0-1 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc).

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329; product lot/serial number:(B)(6); product type: heart valves product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: heart valves product ID: unknown 20 mm atlas gold balloon; product lot/serial number: unknown; product type: aortic valvuloplasty balloon product ID: unknown 23 mm true balloon; product lot/serial number: unknown; product type: aortic valvuloplasty balloon product ID: unknown safari guidewire; product lot/serial number: unknown; product type: guidewire select patient information cannot be included in regulatory report due to regional privacy regulations. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-dilatation was performed with 20 mm non-medtronic (altas gold) balloon. When the valve was fully deployed (0-1 mm on non-coronary cusp, 4 mm on left coronary cusp), moderate paravalvular leak was present. Subsequently, the implanting physician performed a post-dilatation with a 23 mm non-medtronic (true) balloon while pacing on a non-medtronic (safari) wire at 200 beats per minute. The valve dislodged into the ascending aorta during the post-dilatation. The valve was snared and pulled up further into the ascending aorta, and then a 23 mm non-medtronic (sapien) transcatheter valve was successfully implanted. It was noted that the implanting physician felt there was enough calcium present to permit a shallow implant and subsequent post-dilatation. No additional adverse patient effects were reported.